Event description:
The user facility reported that the device was not functioning consistently in coagulation mode during a procedure, a condition in which the device may under deliver energy. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was not functioning consistently in coagulation mode during a procedure, a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences related to this event.